Event description:
It was reported that review of a scheduled latitude transmission summary report identified an alert was triggered for a ventricular tachycardia (vt) episode. Additionally, there was an alert for atrial arrhythmia burden (aab) greater than one hour in a twenty-four hour period. Review of the stored episode electrograms showed periods of rapidly conducted atrial fibrillation (af) with significant undersensing. The true duration of arrythmias was unknown due to undersensing. The aab alert duration was adjusted to greater than six hours. The report details were documented and in clinic review was recommended to assess atrial sensitivity programming. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report is being submitted with correct device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of a scheduled latitude transmission summary report identified an alert was triggered for a ventricular tachycardia (vt) episode. Additionally, there was an alert for atrial arrhythmia burden (aab) greater than one hour in a twenty-four hour period. Review of the stored episode electrograms showed periods of rapidly conducted atrial fibrillation (af) with significant undersensing. The true duration of arrythmias was unknown due to undersensing. The aab alert duration was adjusted to greater than six hours. The report details were documented and in clinic review was recommended to assess atrial sensitivity programming. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that review of a scheduled latitude transmission summary report identified an alert was triggered for a ventricular tachycardia (vt) episode. Additionally, there was an alert for atrial arrhythmia burden (aab) greater than one hour in a twenty-four hour period. Review of the stored episode electrograms showed periods of rapidly conducted atrial fibrillation (af) with significant undersensing. The true duration of arrythmias was unknown due to undersensing. The aab alert duration was adjusted to greater than six hours. The report details were documented and in clinic review was recommended to assess atrial sensitivity programming. The device remains in service and no adverse patient effects were reported. It was reported that an alert was generated for atrial intrinsic amplitude out of range. Additionally, another alert was generated for aab greater than six hours. Presenting electrogram (egm) showed atrial arrhythmia in progress. The aab alert was increased to twenty four hours in a twenty four hour period. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted with updated coding. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.